Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a 275cc mentor smooth round moderate plus profile prosthesis and experienced left-sided deflation postoperatively. As a result, the patient underwent bilateral removal and replacement with two 330cc mentor smooth round high profile prostheses (catalog #:3503330, left serial #:(B)(4) , right serial #:(B)(4)) on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A nonconformance was identified, and will be handled through mentor's quality system. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8-mar-2022, the suspected medical device was returned for evaluation. On 18-mar-2022, the investigation on the suspected medical device was completed. Two devices with the same lot number were received and were not differentiated for left and right. Therefore, product evaluation was performed on both devices. Investigation summary (device 1): mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Investigation summary (device 2): mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).